Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that patient passed away, cause unknown.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate (hm) ii left ventricular assist system (lvas), serial number (B)(6), and the reported patient outcome could not be conclusively established during this evaluation. It was reported the patient expired on (B)(6) 2015. The cause of death was not provided, and privacy laws prohibited the account from providing further information regarding the event. However, it was reported that based on a review of the available patient¿s record and a request for patient outcome, there were no device issues at the time of the patient outcome. No autopsy was performed. It was also communicated that heartmate ii lvas, serial number (B)(6), was not explanted and would not be returned for evaluation. The heartmate ii lvas IFU, rev. G and the heartmate ii patient handbook rev. G are currently available. Section 1 of the IFU, ¿introduction¿, lists potential adverse events, including death, that may be associated with the use of the heartmate 3 left ventricular assist system. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on 31dec2013. No further information was provided. The manufacturer is closing the file on this event.